Manufacturer narrative:
After battery installation, unit powered on with an unexpected open book image. Pump was cut open to perform a visual inspection and moisture damage was found on pcba1 and j7 connector. Test p-cap locked in place properly during testing. The following cosmetic damages were noted: cracked case (battery tube), cracked case, pillowing keypad overlay, and scratched case. In summary, customer concern for cosmetic damage on pump case confirmed. Open book image confirmed due to corroded electronic assembly. Isolate to electronic stack. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported physical damage to pump. The customer reported no adverse event. The event involved product mmt-1712kl. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product return was requested for mmt-1712kl and insulin pump was retuned for analysis.